Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after the surgeon sutured several stitches with a synthetic absorbable surgical needle, the needle tip was found to be missing about 1 mm. The surgeon stopped suturing and searched for it immediately. The search failed, so the surgeon asked the orthopedic surgeon to perform a c-arm fluoroscopic imaging but the needle tip still could not be found. The foreign material was retained in the patient¿s body and was not retrieved.